Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test.". The patient's concurrent conditions included body mass index normal. In 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal distension ("gastrointestinal or digestive system condition type: constant bloating"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased, abdominal distension, back pain and abdominal pain upper outcome was unknown and the headache and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bladder disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant in the near future. Delivered 2 weeks early with all my kids; miscarriage between oldest and middle child. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter and patient demographics were added. Concomitant disease were added. Updated suspect drug indication. Events vaginal bleeding , menorrhagia, apareunia, bladder disorder, urinary problems, migraines, headaches, fatigue, weight gain, gastrointestinal or digestive system condition type: constant bloating, abdominal pain, lower back pain, stomach pain and does not underwent essure confirmation test were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A78q84-not valid, a78084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test.". The patient's medical history included delivery (singlet. Date of delivery: (B)(6) 2013). Concurrent conditions included body mass index normal, anxiety and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and abdominal distension ("gastrointestinal or digestive system condition type: constant bloating/ looks 6 month pregnant"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced urinary incontinence ("leakage with activity"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain upper ("stomach pain"), abdominal rigidity ("felt my stomach and it was hard everyehere and hard to touch"), neck pain ("neck pain") and tooth loss ("teeth falling"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased, abdominal distension, back pain, abdominal pain upper, urinary incontinence, abdominal rigidity, neck pain and tooth loss outcome was unknown and the headache and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abdominal rigidity, back pain, bladder disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, neck pain, pelvic pain, tooth loss, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant in the near future. Delivered 2 weeks early with all my kids; miscarriage between oldest and middle child. As per pfs, lot number is a78084. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pathology test - on (B)(6) 2017: a. "Left fallopian tube with eschar coil", is a pink-purple fimbriated fallopian tube segment, 8.3 cm in length and 0.7 cm in diameter. Protruding from the non-fimbriated end is a portion of metal coil, 0.2 cm in length and 0.2 cm in diameter. Near the fimbriated end there is a serous fluid filled cyst, 0.5 cm in greatest dimension. The remainder of the metal coil is 2.3 cm in length. The coil is intact, and unremarkable. Representative sections of the fallopian tube are submitted in cassette a 1. B. "Fallopian tube, right, with eschar coil", is a red-purple, fimbriated fallopian tube segment, 7.2 cm in length and 0.8 cm in maximum diameter. Protruding from the non-fimbriated end is a metal coil, 1.1 cm in length and 0.1 cm in diameter. The metal coil extends into the fallopian tube for 1.9 cm. The coil is grossly unremarkable. The coil and remaining fallopian tube lumen is grossly unremarkable. Representative sections are submitted in cassette b1.. Ultrasound pelvis - on (B)(6) 2017: unremarkable uterus with well placed essure coils. The ovaries were normal, and no free fluid was seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, chronic pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events neck pain and teeth falling were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A78q84-not valid, a78084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test.". The patient's medical history included delivery (singlet. Date of delivery: (B)(6)2013). Concurrent conditions included body mass index normal, anxiety and dysmenorrhea. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and abdominal distension ("gastrointestinal or digestive system condition type: constant bloating"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). In (B)(6)2013, the patient experienced urinary incontinence ("leakage with activity"). In (B)(6)2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain upper ("stomach pain") and abdominal rigidity ("felt my stomach and it was hard everywhere and hard to touch"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased, abdominal distension, back pain, abdominal pain upper, urinary incontinence and abdominal rigidity outcome was unknown and the headache and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abdominal rigidity, back pain, bladder disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant in the near future. Delivered 2 weeks early with all my kids; miscarriage between oldest and middle child. As per pfs, lot number is a78084. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pathology test - on (B)(6)2017: a. "Left fallopian tube with eschar coil", is a pink-purple fimbriated fallopian tube segment, 8.3 cm in length and 0.7 cm in diameter. Protruding from the non-fimbriated end is a portion of metal coil, 0.2 cm in length and 0.2 cm in diameter. Near the fimbriated end there is a serous fluid filled cyst, 0.5 cm in greatest dimension. The remainder of the metal coil is 2.3 cm in length. The coil is intact, and unremarkable. Representative sections of the fallopian tube are submitted in cassette a 1. B. "Fallopian tube, right, with eschar coil", is a red-purple, fimbriated fallopian tube segment, 7.2 cm in length and 0.8 cm in maximum diameter. Protruding from the non-fimbriated end is a metal coil, 1.1 cm in length and 0.1 cm in diameter. The metal coil extends into the fallopian tube for 1.9 cm. The coil is grossly unremarkable. The coil and remaining fallopian tube lumen is grossly unremarkable. Representative sections are submitted in cassette b1.. Ultrasound pelvis - on (B)(6)2017: unremarkable uterus with well placed essure coils. The ovaries were normal, and no free fluid was seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, chronic pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received : following events were added : leakage with activity, felt my stomach and it was hard everywhere and hard to touch. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A78q84) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test.". The patient's medical history included delivery (singlet. Date of delivery: (B)(6) 2013). Concurrent conditions included body mass index normal, anxiety and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and abdominal distension ("gastrointestinal or digestive system condition type: constant bloating"). In june 2013, the patient experienced female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased, abdominal distension, back pain and abdominal pain upper outcome was unknown and the headache and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bladder disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant in the near future. Delivered 2 weeks early with all my kids; miscarriage between oldest and middle child. As per pfs, lot number is a78084. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pathology test - on (B)(6) 2017: a. "Left fallopian tube with eschar coil", is a pink-purple fimbriated fallopian tube segment, 8.3 cm in length and 0.7 cm in diameter. Protruding from the non-fimbriated end is a portion of metal coil, 0.2 cm in length and 0.2 cm in diameter. Near the fimbriated end there is a serous fluid filled cyst, 0.5 cm in greatest dimension. The remainder of the metal coil is 2.3 cm in length. The coil is intact, and unremarkable. Representative sections of the fallopian tube are submitted in cassette a 1. B. "Fallopian tube, right, with eschar coil", is a red-purple, fimbriated fallopian tube segment, 7.2 cm in length and 0.8 cm in maximum diameter. Protruding from the non-fimbriated end is a metal coil, 1.1 cm in length and 0.1 cm in diameter. The metal coil extends into the fallopian tube for 1.9 cm. The coil is grossly unremarkable. The coil and remaining fallopian tube lumen is grossly unremarkable. Representative sections are submitted in cassette b1.. Ultrasound pelvis - on (B)(6) 2017: unremarkable uterus with well placed essure coils. The ovaries were normal, and no free fluid was seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, chronic pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number was added. Reporter information, medical history and lab test added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A78q84-inv, a78084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test.". The patient's medical history included delivery (singlet. Date of delivery: (B)(6)2013). Concurrent conditions included body mass index normal, anxiety and dysmenorrhea. On (B)(6)2013, the patient had essure inserted. In (B)(6), the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and abdominal distension ("gastrointestinal or digestive system condition type: constant bloating"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased, abdominal distension, back pain and abdominal pain upper outcome was unknown and the headache and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bladder disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant in the near future. Delivered 2 weeks early with all my kids; miscarriage between oldest and middle child. As per pfs, lot number is a78084. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pathology test - on (B)(6)2017: a. "Left fallopian tube with eschar coil", is a pink-purple fimbriated fallopian tube segment, 8.3 cm in length and 0.7 cm in diameter. Protruding from the non-fimbriated end is a portion of metal coil, 0.2 cm in length and 0.2 cm in diameter. Near the fimbriated end there is a serous fluid filled cyst, 0.5 cm in greatest dimension. The remainder of the metal coil is 2.3 cm in length. The coil is intact, and unremarkable. Representative sections of the fallopian tube are submitted in cassette a 1. B. "Fallopian tube, right, with eschar coil", is a red-purple, fimbriated fallopian tube segment, 7.2 cm in length and 0.8 cm in maximum diameter. Protruding from the non-fimbriated end is a metal coil, 1.1 cm in length and 0.1 cm in diameter. The metal coil extends into the fallopian tube for 1.9 cm. The coil is grossly unremarkable. The coil and remaining fallopian tube lumen is grossly unremarkable. Representative sections are submitted in cassette b1.. Ultrasound pelvis - on (B)(6)2017: unremarkable uterus with well placed essure coils. The ovaries were normal, and no free fluid was seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, chronic pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.